Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump was not receiving all occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, the audible and vibratory alerts were tested and found to function properly. An occlusion was induced during evaluation and the pump gave the appropriate audible and visual "occlusion detected" alarm. The issue of dual alarm failure was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.